Manufacturer narrative:
G4:24dec2020 b4:(B)(6)2020 upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-02724 was submitted. All information were submitted under the initially reported MFR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:22dec2020. B4:23dec2020. The customer reported a ventilator inoperable with a data acquisition (daq) printed circuit board assembly (pcba) failure. It was further reported that the device experienced an over-voltage protection circuit failure (ovp). The remote service engineer (rse) confirmed the reported failure with the customer. The field service engineer (fse) replaced cable assembly data acquisition to the motor controller to resolve the issue. The (fse) restarted the unit several times and ran a simulation for several hours. The unit passed performance verification testing, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer reported a ventilator with a data acquisition printed circuit board failure. It was further reported that the device experienced an over-voltage protection circuit failure. There was no patient involvement or harm.